Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to incontinence. Upon removal it was noted that the device was empty. The device was removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Date of event: unknown, used the first date of the aware month. Implant date: unknown, implanted in 2017.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to incontinence. Upon removal it was noted that the device was empty. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first date of the aware month d6a implant date: unknown, implanted in 2017 upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff pinhole was identified in the cuff shell. The damage is consistent with wear at a fold in the cuff. Inspection of the balloon and pump revealed no other damages or irregularities. Product analysis confirmed the reported fluid leak.